Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter contacted lifescan (lfs) customer service in 2009, alleging that the pt's one touch ultra meter casing became cracked/broken after it was in the washing machine the same day. The pt reportedly became shaky 2 hours after the alleged issue occurred; however, the pt did not receive any form of treatment. According to the troubleshooting performed with customer service, there was misuse of the product. Replacement products were still sent to the pt. There is no evidence that the product malfunctioned since there was indication of misuse; however, this complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after the meter casing became cracked/broken.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.